Manufacturer narrative:
The battery cap was inspected and no anomalies were noted. No line segment anomalies on screen were noted. However, the pump was received with blank display due to corrosion on all electronic assemblies. The pump was unable to perform pump self-test, off no power test, unexpected error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents due to blank display. The broken battery tube threads were noted. The pump was received with minor scratches on lcd window, cracked reservoir tube lip, cracked reservoir tube window and cracked reservoir tube. The pump was also received with corroded vibrator motor and motor home switch.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 83 mg/dl. The customer stated that she accidentally fell into a swimming pool with her pump on. The customer took out the battery and put it back in and there's a straight line across it. The customer reported fluid under the lcd display. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.